Event description:
The manufacturer received information regarding a simplygo device that was returned to a third-party service center with an allegation that it was not detecting chargers. There were no reports of serious or permanent harm or injury, and no medical intervention was required. During evaluation at the third-party service center, the device was visually inspected and the pca was found to be burned. Additionally, the exhaust muffler gasket was kinked and worn out and required replacement. The sieve canisters were clogged and worn due to high pressure and low oxygen. The inlet filter required replacement as part of preventive maintenance. The device will be forwarded to the manufacturer¿s product investigation laboratory for further evaluation. The device has not yet been returned to the manufacturer for assessment. If additional information is received, a follow-up report will be submitted.